Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an allergic reaction. The patient reportedly broke out in hives all over his torso. The patient is reportedly allergic to bee stings and has psoriasis. The patient was taken to the ER and was given steroids. It was reported that the patient was wearing the device and that the irritation was better.